Event description:
Literature: rudiger j, thomson s. Infection rate of spinal cord stimulators after a screening trial period. A 53-month third party follow-up. Neuromodulation: technology at the neural interface. 2011; 14(2):136-141. Doi: 10.1111/j. 1525-1403.2010.00317.x. Summary: the authors reviewed 84 pts that received scs implantations from 01/2004 to 05/2008 with a trial period lasting 1 -3 weeks. Forty-four pts were male and 40 female with a mean age of 49.4 years. All pts had a temporary first-stage implant and 68 pts (83%) underwent permanent scs implantations (second stage). During the trial, one infection (1.2%) occurred with removal of the scs leads. Three infections (3.6%) occurred after the second stage and were successfully treated with antibiotics. Fifteen pts did not receive adequate pain relief during the first stage scs. No full implant was explanted due to infection. The more skilled/experienced operator had a lower infection rate (1.8%) than the less skilled/experienced (13%). Two-stage procedures with extended trials do not seem to increase the incidence of scs infections. Reportable events: the authors reported one infection occurred during the trial period with staphylococcus aureus and the scs electrode had to be removed. This pt was later implanted having had a successful trial as single full implant procedure. Three other infections (3.6%) occurred after the second-stage implantation (two with skin type flora and one with (B)(6)); they were all successfully treated with antibiotics and did not have their devices removed.

Manufacturer narrative:
(B)(4).